Event description:
The pt presented with a ruptured aneurysm of an unk location. A gore-tex stretch vascular graft and an 8x15 viabahn device were implanted for the repair of the aneurysm. Twenty-eight days post procedure, the pt presented with thrombosis and a pta procedure was performed. Both devices remain implanted. There was no allegation of product deficiency made by the physician. This event is part of a data collection study performed by the physician. Medwatch # 2017233-2008-00736 was submitted for the gore-tex stretch vascular graft.

Manufacturer narrative:
The device is functioning and remains implanted. A review of the mfg records was performed. Results - the review of the mfg records verified that the device lot was processed normally, and all pre-release specifications were met.